Manufacturer narrative:
Exemption number (B)(4). Numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not identify any similar incidents. All available information was investigated and a definitive cause for the reported gripper actuation issue could not be determined. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report gripper actuation issue. It was reported that this was a mitraclip procedure to treat a mixed mitral regurgitation (mr) with grade of 4. The clip delivery system (cds) was advanced to the mitral valve and the clip was implanted successfully. A second cds was advanced to further reduce mr and grasping was performed. During grasping, one gripper arm would not go down. The cds and clip were removed with no issue. An additional clip was implanted successfully. Two clips implanted, reducing mr to 2. Outside the patient anatomy, the grippers were tested with same result. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.